Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that he felt there was aspiration failure during irrigation and aspiration. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The customer reported that two of the I/a tips had unusual aspiration during I/a while being used together with their system and I/a handpiece. The surgery was completed by replacing the I/a handpiece and the tip. There was no patient impact. The company service representative examined the system, the I/a handpiece, and the I/a tip and was able to replicate the reported event. The I/a tip caused the issue. The system was then tested and met all product specifications. The I/a tip was received and a visual assessment of the returned samples showed that the aspiration ports appeared to be clogged by unknown debris. The I/a tip was nonconforming with a visual evaluation showed that the aspiration ports appeared to be clogged by unknown debris that may affect its aspiration function. However, how or when they became nonconforming could not be determined. The directions for use (dfu) recommend cleaning the handpiece and tips immediately after each use. The user is to push a minimum of 120cc of room temperature sterile deionized water through both the irrigation and aspiration paths, followed with a minimum of 60cc of air through both paths. The I/a tip was manufactured on december 22, 2016. There were 787 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).